Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant?s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. Although the exact root cause of the event could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopy. Event description: product detached from bottom green ring when inside the patient as the product was being rolled to place outer cap on. Photo taken and attached. Type of intervention: changed to a different port to complete operation patient status: "fine".